Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient went into cardiac arrest and cardiac pulmonary resuscitation was performed. The impella device was not able to obtain a pump speed level above p4 without suction alarms. Impella device was weaned and explanted. Patient tolerated the procedure and condition was stable post procedure.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.